Manufacturer narrative:
Other, other text: b5) customer provided additional information that there was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported inaccuracy was unable to be verified. No faults were found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was over infusing by 15%. There were no reported adverse events.